Event description:
It was reported that the customer received a no delivery alarm while bolusing. The customer's blood glucose was 130 mg/dl. The customer was able to run a five unit fixed prime successfully. The insulin pump did not alarm during the fixed prime. Explained to customer that the alarm was most probably caused by insertion site issues. Advised customer to change the entire set. Nothing further reported.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to loose/flush drive support disk. Unable to perform excessive no delivery test due to motor error alarms. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.